Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a roller pump assembled onto essenz heart-lung-machine which could not properly rotate. Multiple error messages were displayed onto the cockpit display. The event occurred during procedure. There was no patient injury.